Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell resulting in a leak. Updated/revisions made to sections b5, d9, g3, g6, h2, h3, & h6.

Event description:
Deflation resulting in explantation.